Event description:
It was reported that the patient experienced an infection. As a result, the entire system was explanted. Related manufacturing report: 1627487-2023-04605, 1627487-2023-04606, 1627487-2023-04607, 1627487-2023-04609, 1627487-2023-04610, 1627487-2023-04611, 1627487-2023-04612.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.